Manufacturer narrative:
Summarized patient outcomes/complications of aso occluder were reported in a research article in a subject population with unknown co-morbidities. Some of the complications reported were severe pleuritic chest pain, hypotension, circumferential pericardial effusion, erosion, surgical intervention and thrombus overlying the asd; these complications are anticipated for the procedure and subject population. There were no peri-procedural complications reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "late erosion of percutaneous asd occlusion device", was reviewed. The article presented a case study of a 30-year-old woman with an atrial septal defect (asd). It was reported on an unknown date, a 24mm amplatzer septal occluder was implanted to occlude asd. It was then reported 9 months later, the patient presented with severe pleuritic chest pain and hypotension. The patient's hypotension responded well to fluid resuscitation and a single bolus of 200 g phenylephrine. A transthoracic echocardiography (tte) noted a moderately sized circumferential pericardial effusion. An urgent transesophageal echocardiography (tee) identified the occluder in the expected position and non-gated computed tomography (CT) revealed a moderately sized hemopericardium with evidence of flattening of the left atrium at the level of the pulmonary veins. A decision was made to admit the patient for exploratory cardiac surgery which reported erosion of the occluder through the roof of the left atrium with resultant hemopericardium. It was also reported the device was found to be abutting the aorta with evidence of superficial erosion. Thrombus was also noted overlying the asd. The occluder was explanted and the asd was closed via bovine patch graft. The patient status was reported stable and discharged on day 8. The article concluded device erosion is a rare but potentially fatal complication of percutaneous asd closure, as it generally results in a rapidly accumulating hemopericardium with resultant cardiac tamponade. Late device erosion must thus always be considered by any physician reviewing a post-procedure patient presenting with chest pain, pericardial effusion or clinical signs of tamponade, as recognition and treatment at an early stage is key. [The primary author is ronan w cusack, department of cardiology, beaumont hospital, dublin, ireland].

Manufacturer narrative:
Literature article: late erosion of percutaneous asd occlusion device. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.